Event description:
It was reported that the user attempted a supply change and received repeated unable-to-proceed errors during the rewind step despite dry runs, device restarts, and confirmation of a clear chamber, consistent with a device complete blockage involving the tube. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, with the device problem characterized as a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.